Manufacturer narrative:
H4: the lot was manufactured from june 08, 2020 - june 09, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The devices were not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from around the administration port. This was observed during mixing. There was no patient involvement. No additional information is available.